Event description:
Information was received regarding a cadd legacy plus pump. It was reported that when patient arrived for disconnect, the pump was alarming, "no disposable." The rn, registered nurse, checked and the cassette was empty; infusion had finished one hour early. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Corrected data: b1, corrected data: corrected data: b1 - product problem.